Manufacturer narrative:
Evaluation of the returned cat7 could not confirm the reported complaint as the device could not be functionally tested for the reported issue. The introducer that contributed to the reported issues as mentioned in the complaint was not returned for evaluation. Further evaluation revealed bends along the mid-shaft of the catheter. This damage may have been a result of manipulation of the device against resistance during the procedure. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an introducer, an indigo system aspiration catheter 7 (cat7) and non-penumbra guide sheath. During the procedure, the physician completed one pass using the cat7. Subsequently, the physician removed the cat7 in order to flush. While attempting to advance the cat7 over a guidewire and back into the guide sheath, the physician had difficulty inserting the introducer to the valve of the guide sheath. However, after multiple attempts, the physician was able to insert the introducer into the guide sheath. The physician then tried to advance the cat7 through the introducer but the cat7 would not advance. Therefore, the introducer was removed and it was reshaped with the help of a dilator, but the issue remained unresolved. Therefore, the introducer was not used. It was reported that the cat7 was inspected at the end of the procedure and no damage was noticed. The procedure was completed using a new introducer, the same cat7 and the same guide sheath; however, the physician had some difficulty advancing the cat7 through the new introducer as well. There was no report of an adverse effect to the patient.